Event description:
It was reported that there were high impedances, values were between greater than 10,000 and greater than 40,000 on electrodes 10, 11, 12, 13, 14, and 15. Action required as a result of the event was reprogramming. Diagnostic testing and troubleshooting included impedance testing, x-rays and reprogramming. Patient was able to be reprogrammed with one lead and had good coverage again. Additional information was requested but had not been received as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 377645, lot# v010917, implanted: (B)(6) 2006, product type: lead. Product ID: 377645, lot# v010917, implanted: (B)(6) 2006, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).